Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted on (B)(6) 2017 with a bifurcated and vela suparenal device. It was reported that the procedure went well with no abnormal blood loss. It was recently reported that the patient was discharged one day post opt and was doing well. At an unknown date, the patient resented with a cardiac arrest related issue and subsequently died. There has been no device related failure reported.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; death within 2 days of implant procedure, and cause of death is unknown. The most likely cause of the procedure related death two days post implant could not be ascertained due to lack of medical information surrounding the death event. Therefore, the death could not be classified. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).